Manufacturer narrative:
The root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. The root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion image review: in the provided angiographic images, a narrowing point is clearly visible in the middle of the balloon.

Manufacturer narrative:
(B)(4).

Event description:
An attempt was made to treat a lesion in the sfa using in.pact pacific paclitaxel eluting balloon catheter. The proximal lesion exhibited 50% stenosis, distal lesion short occlusion. It was reported that physician noted a twist in the balloon during inflation of the device. The device was removed from packaging and prepped with no issues noted. There was no injury to patient or clinical sequelae reported for this event. ¿please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿